Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair, while being applied to the placement of access parts, the balloon did not inflate. A new device was opened to complete the case. There was no patient injury.